Event description:
It was reported that a 47-year-old caucasian female who underwent a breast augmentation revision with an unknown mentor saline, on the left side, and mentor siltex round moderate profile, 475 cc on the right side, experienced left-sided deflation postoperative. As a result, patient underwent bilateral removal without replacements on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Device evaluation completed on june 09 , 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the saline siltex 475 cc breast implant was found to have a tear (a) measuring approximately 0.3 cm and an area of siltex cracking, both on the posterior view. Leak testing was performed, according with mentor procedure, and it revealed a tear (b) within the siltex cracking, measuring approximately 0.3 cm. Additionally, no other leak sites were detected. Microscopic examination was performed on the edges of the tear (a), and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product on the tear (a) indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the cause of the deflation on the tear (b) is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).